Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient called in regarding a make sure heater bag is on heater tray alarm while in fill 1 of 4. The pd patient noted when they removed the cassette after treatment the night before they noticed fluid leaking from the back of the cassette on the bottom of the cycler. During follow up the patient¿s pd nurse reported that the patient did not have any signs of infection and their effluent remained clear. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (unknown route and dose). No adverse event reported at this time. The cassette was discarded.